Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up visit, interrogation of the right ventricular (rv) lead revealed lead impedance rising and high, and thresholds rising and high. Diagnostic testing/troubleshooting performed. Action planned, but not yet taken. The rv lead remains in use. The patient will be monitored and action plan formed at a later time. No patient complications have been reported as a result of this event.